Event description:
The patient was prescribed antibiotics (date and type not reported) to treat an apparent infection around the implant site. Additional information has been requested, but not provided as of the date of this report, (B)(6) 2012. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.